Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. On (B)(6) 2022, the lead was capped and replaced successfully. The patient's condition was stable.